Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual inspection of the returned device found the basket was in an open position when received. Additionally, a basket wire was found broken. Functional inspection was performed and found the thumbwheel moved freely in both directions. However, the sheath did not move over the wire and the basket was not able to be opened or closed. The device was disassembled and it was observed that the sheath and pull wire were found broken near the handle cannula. The broken portions (sheath and pull wire) have evidence of torsion and bending. Based on all available information, the failure of basket wire broken and sheath/pull wire broken could have been generated due to manipulation of the device during preparation or procedure. Handling and manipulation of the device during the procedure could lead the observed wire break. Additionally, the broken portion has evidence of torsion and bending, which indicates that attempts were made to rotate the basket using the knob on the handle with the basket being held stationary by some means. Continued attempts to actuate the handle or force applied to the handle/sheath could result in the issue of the sheath tearing, impacting the basket's performance. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used in the left kidney during a fiberoptic transurethral lithotripsy (f-tul) procedure performed on (B)(6). According to the complainant, during procedure, the handle suddenly became hard and unable to move. Another optiflex basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the pull wire was broken; therefore, this is now an MDR reportable event.